Event description:
On (B)(6) 2012, the reporter contacted animas to report that the pump allegedly went to the suspend history screen to the home screen without any button presses. The reporter reported that the buttons feel and look normal and that the keypad was intact. The reported issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. A replacement pump was sent to the patient.

Manufacturer narrative:
Follow-up #1 date of submission 12/18/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was exercised for 24 hours without suspending or any alarms occurring. When navigating the suspend history menu the pump did not return to the home screen. There was no damage to the keypad. All buttons responded appropriately. There was no evidence of contamination found under the button contacts and no misaligned contacts were found. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.